Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg value not provided) and diabetic ketoacidosis (dka). Contact reported the suspected cause of event was due to a kinked non-tandem cannual. Customer was discharged on (B)(6) 2018. Contact did not have further information regarding the event. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply. Type of infusion set used was not reported.